Event description:
Note: this report pertains to two sensor guidewire devices used during the same procedure. The first is reported under 3005099803-2019-05562 and the second is reported under 3005099803-2019-05561. 3005099803-2019-05562 = (B)(6), and 3005099803-2019-05561 = (B)(6). It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter in a transurethral lithotripsy procedure. The procedure date is unknown. According to the complainant, during procedure, the sensor wire shrink sleeve detached inside the scope. There were no patient complications reported as a result of this event. Additional information received on 29nov019: reportedly, the issue occurred when the guidewire was inserted through the scope.

Manufacturer narrative:
Block h6 (investigation results): the analysis of the returned device revealed that the urethane section was slightly bent. The complaint was not consistent with the reported incident that shrink sleeve was detached. Based in the complaint information the issue was noted during the procedure, moreover, no defects were reported by the customer during the unpacking and preparation. The issue noted (guidewire bent) could be generated during manipulation or due to the interaction with other devices might have impacted the integrity of the device during the procedure. However, all outer diameters were found within specification. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and no deviation was found. Block b3 (date of event): date of event was approximated to (B)(6) 2019 as no event date was reported. Block h6 (device codes) problem code 2907 captures the reportable event of shrink sleeve detached.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two sensor guidewire devices used during the same procedure. The second is reported under 3005099803-2019-05561. (B)(4). 3005099803-2019-05561 = (B)(4). It was reported to boston scientific corporation that a sensor wire guidewire was used in a transurethral lithotripsy procedure. The procedure date is unknown. According to the complainant, during procedure, the sensor wire shrink sleeve detached inside the scope. There were no patient complications reported as a result of this event.